Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump kept getting low battery alert. The customer¿s blood glucose level was 16 mmol/l at the time of the incident. The customer has changed the battery several times but none of them worked. Customer stated the screen had a blank display. The customer was assisted with troubleshooting. The customer mentioned the battery compartment had rust at the bottom. Customer was advised the insulin pump will be replaced. The device will be returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Unit power up properly after battery installation. Unit was downloaded successfully using (thus software). For reference. Proceeded with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display, low battery alarms or unexpected battery power loss noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No abnormal behavior during download history review. Proceeded by cutting unit open and perform a visual inspection on electronic assemblies and connectors. Per visual inspection it was determine that the ingress of water corroding electronic assemblies, battery tube, motor, keypad and force sensor flex connector causing electrical short. Unit also receive with cracked retainer, cracked keypad overlay at select button, pillowing keypad overlay, and scratched case. In summary, customer concern with battery issue was not confirmed due to pump powering up properly and successfully testing. However moisture damage was found and may have caused pump to fail. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.